Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open, unable to recover and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open, unable to recover and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the full height drawer was not detected on the bus. The field service engineer (fse) found that the retractor cable accordion components were broken. The fse replaced the damaged components and, during testing, discovered that the device rails were also damaged. The fse replaced the retractor band and rails, then tested the drawer using the hardware test application. All tests passed, and the customer confirmed that the inventory was functioning properly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex a codes. The reported issue draw failure was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that full height drawer was not detected on the bus, found that retractor cable accordion components were broken, fse replaced components. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer failure was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open, unable to recover and required maintenance. As per part investigation, it was determined that the visible damage in the copper strands due to thermal damage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.